Manufacturer narrative:
Evaluation: our eval of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model# olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 11:00. (Appropriate orientation is approx 11:00 - 1:00 o'clock). A discrepancy or anomaly that could have contributed to the reported event was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all cannulatome ii precurved double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality/assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook cotton cannulatome ii pc double lumen sphincterotome. The device was reportedly prepared per directions listed in the instructions for use. The device was carefully advanced down the channel of the endoscope. When the distal end of the device exited the endoscope channel, the cutting wire was pointing in the 9 o'clock position. Cutting wire orientation at 9 o'clock is unacceptable. The sphincterotome was removed and another cotton cannulatome ii pc double lumen sphincterotome was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.